Event description:
It was reported that during use of a vigilance ii continuous cardiac output/oximetry/continuous end diastolic volume (cco/svo2/cedv) monitor and a 70cc2 cable, the displayed blood temperature (bt) suddenly decreased from 37 degrees c to 30 degrees c, influencing the cardiac output value. The customer surmised that the bt value was demonstrably incorrect and the cable was replaced; however, the symptom was not improved. No alert or alarms were reported with respect to this event ¿ therefore, in what way the user was alerted to the incorrect values could not be determined. No patient compromise occurred, as no treatment was initiated in response to the erroneous values.

Manufacturer narrative:
A device evaluation is anticipated but was not complete at the time of this report. A follow-up submission will communicate the results of the device history record review, the returned product evaluation result(s), investigation, and conclusion. See (B)(4) for the MDR report for the system-related vigilance ii continuous cardiac output/oximetry/continuous end diastolic volume (cco/svo2/cedv) monitor.

Manufacturer narrative:
The cable was manufactured 10 aug 2010. As this cable is an un-serialized product, the device history record was unable to be reviewed. As of january 2009, extensive testing to determine the useful life of the cable was conducted and determined to be 3 years. This information was provided to edwards customers via a product notification which included recommendations for cable replacement and/or return to edwards for evaluation following the established time-period. New product labeling now includes information regarding the useful life of the product. Examination of the cable was unable to confirm the customer¿s complaint. Cirris functional testing and ¿sr720¿ cable testing results support that the cable met all functional testing. Although another issue was identified where the resistance value of the signal line in the cable was out-of-specification due to wear and tear, the issue was not considered a factor in the customer¿s complaint. The cable will be scrapped. In conclusion, the cable may reasonably be excluded as a contributor to the reported event. An associated report was filed for the system-related vig 2 monitor; the monitor was tested and found to be functioning as expected (see 2015691-2014-01134). It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as no fault could be determined and there was no evidence of any failure of either device to perform appropriately.